Manufacturer narrative:
The actual device was not available; however, a photograph of three of the samples were provided for evaluation. Visual inspection of the provided photographs reveal a leak between the spike port tubing and spike port connector on the three units. The reported condition was verified. The cause of the condition could not be determined. The fourth device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Correction/removal number: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 3000ml eva tpn bag were observed leaking around the infusion port. The device was filled with parenteral nutrition. There was no patient involvement. No additional information is available.